Event description:
The ge oec 9800 fluoroscopy system had monitor blanking and max technique with no image displayed. Imaging issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective image intensifier. The facility was going to have third party service perform the installation. No further services requested. The service call was closed. There was no patient information available from the facility with respect to this issue. No injury resulted or was reported.